Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Surgeon states that when broaching, the neck trials will not sit adequately onto the broach due to interference with bone remaining in the medial calcar region. This can necessitate calcar reaming prior to using the trial neck (as is the order described within the surgical technique). This is ok, unless there is a scenario whereby during trial reduction it is deemed necessary to upsize the stem, in which case there is potential for the collar of the stem to be sitting proud above the previously reamed calcar.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The corail neck trails are designed to accommodate the prescribed surgical technique whereby calcar reaming is performed prior to using the neck trials (in which case there is no bone to interfere with this part of the neck trial). The geometry is largely based on the implant so as to offer a realistic representation of the range of motion of the implant. Per the technique, the size of the stem should already have been defined at this point via the achievement of rotational and longitudinal stability with any adjustment of the biomechanics accommodated by the different neck designs (std, kla, ho) and or different off-set heads, thus negating the need to change the stem size after trialing. As the instruments work as intended it is concluded that there is not a device defect and no corrective action is required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The corail neck trails are designed to accommodate the prescribed surgical technique whereby calcar reaming is performed prior to using the neck trials (in which case there is no bone to interfere with this part of the neck trial). The geometry is largely based on the implant so as to offer a realistic representation of the range of motion of the implant. Per the technique, the size of the stem should already have been defined at this point via the achievement of rotational and longitudinal stability with any adjustment of the biomechanics accommodated by the different neck designs (std, kla, ho) and or different off-set heads, thus negating the need to change the stem size after trialing. As the instruments work as intended it is concluded that there is not a device defect and no corrective action is required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.